Event description:
It was reported that patient underwent total hip replacement surgery in 2007, during which she received a durom acetabular component. Post-op, patient has been experiencing pain and surgeon has recommended revision surgery, which has not yet been scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.